Event description:
It is reported that a customer found moisture inside their insulin pump. The customer has a blood glucose level was 198 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device and now the buttons do not respond on the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The device had minor scratched lcd window, cracked case at display window corner, broken belt clip slot, and cracked reservoir tube lip.